Event description:
It was reported that the drill heated up. No further info was provided. Attempts to obtain add'l info were unsuccessful.

Manufacturer narrative:
The device was received by the manufacturer, however the overheating condition could not be replicated because the device would not operate. A visual evaluation revealed corrosion throughout the device, including within the bearings. Corrosion can lead to increased friction between rotating components, resulting in heat generation when the device is operated.